Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to properly discharge on the test equipment with no anomalies observed. The batteries maintained a normal operating temperature and no red light was observed; thermal readings of the batteries were normal. An internal inspection of the batteries did not reveal any anomalies. As a result, the reported event could not be confirmed. A possible cause of the reported event could not be determined because the returned devices tested within specification and the issue could not be duplicated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the pioneer battery was connected to the charger at home, the status lamp was observed to illuminate red several times. The vad responsible personnel informed the patient that the red illumination of the status lamp indicates that charging cannot be performed due to a battery temperature issue, and in fact, when the battery was connected to the charger after some time, charging was completed normally. The patient visited the hospital for a crt-d battery replacement. When the nurse connected the pioneer battery to the charger, the status lamp was observed to illuminate red. Upon touching the battery, no abnormal heat or cold was noted, and after waiting for a period of time, charging was performed without issue. Use of the relevant battery has been discontinued and replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2025 / serial#: (B)(6). D9: no h3: no h4: mfg date: 05-sept-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during an outpatient visit, the patient stated there were two batteries suspected of malfunction.